Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after implantation of a 10mm x 80mm smart vascular self-expanding stent (ses), the stent was stuck in flexion and had torn. The fracture was identified by checking with fluoroscopy, and it was observed that the stent was completely separated. The stent was safely retrieved using an unknown snare, with no health risks to the patient. Another 10mm x 80mm smart ses was used as a replacement. The target lesion was the left external iliac artery (eia). Vessel characteristics at the target site included severe calcification, severe tortuosity, 99% stenosis, severe acute angle, and no chronic total occlusion. The stent was implanted in a segment with strong bending. No damage was noted to the product packaging upon inspection prior to use. When removed from the tray, the stent was still constrained within the delivery system. The device was discarded due to infection disease.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after implantation of a 10mm x 80mm smart vascular self-expanding stent (ses), the stent was stuck in flexion and had torn. The fracture was identified by checking with fluoroscopy, and it was observed that the stent was completely separated. The stent was safely retrieved using an unknown snare, with no health risks to the patient. Another 10mm x 80mm smart ses was used as a replacement. The target lesion was the left external iliac artery (eia). Vessel characteristics at the target site included severe calcification, severe tortuosity, 99% stenosis, severe acute angle, and no chronic total occlusion. The stent was implanted in a segment with strong bending. No damage was noted to the product packaging upon inspection prior to use. When removed from the tray, the stent was still constrained within the delivery system. The device was discarded due to infection disease. A product history record (phr) review of lot 18358760 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-separated¿ could not be verified as the device was not returned for analysis, nor were procedural images provided. Therefore, the exact cause of the reported event cannot be determined. Based on the reported information, the severe vessel calcification, tortuosity, acute angulation, and implantation within a strongly bending segment of the left external iliac artery may have been contributing factors to the observed event. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿post-deployment stent dilatation: a. Advance the deployment lever to its pre-deployment position while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then by turning the dial counterclockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is re-sheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the sheath introducer. Remove the delivery device from the guidewire. Caution: the delivery system is not designed for the use of power injection. B. Using fluoroscopy, visualize the stent to verify full deployment. C. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta technique) can be performed. D. Select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.